Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased sensing and rv pacing lead impedance was noted as well as increased capture threshold. The lead was explanted and replaced. The patient's condition is fine after the event.